Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported during insertion of PICC line, rn met resistance when approaching the axilla. Rn attempted to push through resistance and was unable to thread the catheter further into the vein due to extremely tortuous vessel path (identified on CT scan post-procedure). This resistance and pushing against it appeared to cause the sherlock pre-loaded stylet to bend and become permanently kinked about halfway up the catheter. This kink was noted verbally by the rn. The procedure was discontinued and patient was not harmed. The PICC was kept in place and patient was referred to ir for a contrast study and placement of a power line.